Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that injector n35-o tubing disconnected. The following information was provided by the initial reporter: material #515052 - batch #unknown. It was reported the connection between the phaseal and tacro line had disconnected. Email verbatim: bd083 went into patient's room because IV pump beeping. Patient brought to nurse's attention something feels as if it is leaking. There were 2-3 small drop fluid stains on patient's shirt above where cvc line is. Underneath, the connection between the phaseal and tacro line had disconnected. Area not visibly wet; but shirt stains had indicated some leakage. Patient had put his hands in the area to feel if it was leaking. Nurse immediately instructed patient to wash hands with soap and water. Nurse cleaned area with soap and water (while wearing gloves). Nurse reported to charge rn linda and called pharmacy to speak to pharmacist if there should be any further instructions for clean up. Patient reported to nurse this is not the first time the line disconnected today."